Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to moderate diabetic ketoacidosis on (B)(6) 2020 with a high blood glucose level of 385 mg/dl. The customer also experienced vomiting and chest pains. They were treated with fluids at the hospital. The customer reported that the quick release did not lock to 5 infusion sets. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.